Event description:
A customer in (B)(6) reported to biomérieux that they observed falsely overestimated results for a (B)(6) female patient during a pre-pubescent check-up, in association with vidas® estradiol ii (ref. 30431). The customer reported that the initial vidas® estradiol ii test result for the pure sample was 11010.00 pmol/ l. The sample was then diluted 1:4 with male serum (at 180.34 pmol/l), and the result was 134.54 pmol / l. The pure sample was then retested and the result was 39.67pmol / l. The customer reported the result of 40 pmol / l to the clinician without a delay. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) reported to biomérieux falsely overestimated results for a nine-year-old female patient during a pre-pubescent check-up, in association with vidas® estradiol ii (ref. 30431). An investigation was performed. A review of quality records confirmed there were no issues associated with vidas® estradiol ii (e2 ii) lot 1005589280. The quality product laboratory tested several internal vidas® e2 ii samples on the retained kit of vidas® e2 ii lot 1005589280. Male sample: two (2) sera for low level with crm576 with target at 37.30 pg/ml ( 136.89 pmol/l) and sci1 (target = 29.4 pg/ml -107.90 pmol/l) three (3) samples sci2 to sci4 between 182 to 1411 pg/ ml ( 49.50 to 383.79 pmol/l ) two (2) sera for high level sci5 with target at 2480 pg/ml ( 9101.6 pmol/l) and pma96 with target at 2173 pg/ml ( 7974.9 pmol/l ) dilutions at ½, ¼ and ¾ were also done on two (2) samples. The calibration results were within the acceptable range. The result obtained for all samples were within their specifications. The quality product laboratory obtained the same results with the returned kit of vidas® e2 ii 1005589280 for calibration and five (5) internal samples (sci1 to sci5) . The analysis of the control charts samples showed that vidas® e2 ii 1005589280 was within the trend of the other batches vidas® e2 ii. Another test was performed with the retained kit using high internal samples but without loading the spr® (solid phase receptacle). The results obtained = 2 rfv / >11010 pmol/l . The issue was reproduced (>11010 pmol/l) when a test without any spr® was performed. It is possible the operator forgot to put the spr® on b5 position during the first analysis, or a probability of the presence of fibrin in the sample. The performance of vidas® e2 ii 1005589280 was within the expected specifications.